Event description:
The report received from the affiliate indicated that during an endovascular procedure for inferior vena cava (ivc) filter implantation, a barb from the optease retrievable filter perforated the catheter sheath introducer (csi). The physician had experienced difficulty accessing/crossing the target lesion and withdrew the device from the patient. After removal, the sheath was noted to be perforated slightly by the filter's barb upon visual inspection. The physician changed to another one to complete the procedure successfully. There was no reported patient injury. The indication for the procedure was lower limb venous thrombosis. The product packaging was inspected prior to opening with no damage noted. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported difficulty advancing the device through the sheath. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during an endovascular procedure for inferior vena cava (ivc) filter implantation, a barb from the optease retrievable filter perforated the catheter sheath introducer (csi). The physician had experienced difficulty accessing/crossing the target lesion and withdrew the device from the patient. After removal, the sheath was noted to be perforated slightly by the filter¿s barb. The physician changed to another one to complete the procedure successfully. There was no reported patient injury. The product packaging was inspected prior to opening with no damage noted. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported difficulty advancing the device through the sheath. The product was returned for inspection. One non sterile 6fr sheath introducer, one non sterile 6fr vessel dilator, a 6fr obturator and a filter that was received inside the cannula were returned. No visual anomalies were found on the vessel dilator or the obturator. One barb from the filter punctures the cannula at 17.5 cm from distal end. The cannula was received kinked at the puncture point. Functional test could not be performed since the filter was already inside the cannula and the filter barb was damaged. The od and ID of the body were measured near to the perforation point and were found within specification. Review of lot 15409488 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The issue reported by the customer (-perforated sheath) was confirmed during analysis. The cause that the barb perforates the cannula could not be determined. The cannula perforation could be related to the kink found on the perforation point. The cause of the kink could not be determined. (B)(4). Procedural or clinical factors might have impacted the event. No corrective action will taken at this time since neither the analysis nor the DHR review suggest that the failure experienced by the customer could be related to the manufacturing process. As the returned device shows a kink at the point where the filter barb had perforated the sheath it is likely that the catheter kinked during advancement through the sheath introducer and the filter barb became 'caught' at the kink and perforated the sheath as force was being applied in an attempt to advance the filter through the sheath.